Event description:
During an atrial fibrillation procedure, a cerebral infarction occurred. During ablation of the posterior wall of the right pulmonary vein, the patient was found to have abnormal breathing, and was unable to respond. Additionally, the patient's right arm and foot could not move, and hemiplegia was noted on the right side of the face. A cerebral infarction was diagnosed, which was suspected to have occurred during ablation. The ablation procedure stopped and was changed to emergency thrombectomy for cerebral infarction. The patient was transferred to the ICU where follow-up responses were observed.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cerebral infarction remains unknown.